Manufacturer narrative:
Section d4, lot number, and expiration date were updated. Qc data shows recovery of up to 4% but within specification. Frequent "abnormal aspiration" errors were observed on the alarm trace data. It was noted that the customer has different reagent cassettes on board the instrument simultaneously and calibrates each cassette. Product labeling states: "each reagent pack used for measuring must have a valid calibration. The calibration parameters can be valid for a particular reagent pack (reagent pack calibration) or for an entire lot (lot calibration). When you use a new reagent pack, the system checks the calibration status. If a valid lot calibration exists, the reagent pack is used for measurements by applying the lot calibration factor. If not, the reagent pack must be calibrated. Depending on how long the reagent pack is already on the system at the time of calibration, the calibration can become valid as a lot calibration or as a reagent pack calibration." The customer only calibrates if qc results indicate and then they will perform a reagent pack calibration in an attempt to keep both lines on the same autocalibration. The customer has 3rd party reagents installed on the instrument. Extra wash cycles (ewc) are installed for these reagents. Complete preanalytic details could not be provided as the customer receives patient samples from an outpatient clinic. Sample probes have been replaced and adjusted several times in the course of troubleshooting this issue. Cells are replaced monthly. All rinse levels for cells and probes were adjusted correctly. Hardware check results were within specification. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Sections a2 and a3 were updated. B3 was updated. The initial report stated: "patient 1 initial result was 40.4 mg/dl. The repeat result was 17.2 mg/dl." This should say: "patient 1 initial result was 40.4 mg/dl. The repeat result was 17.0 mg/dl." The initial report stated: "patient 4 initial result was 57.3 mg/dl. The repeat result was 35.4 mg/dl." This should say: "patient 4 initial result was 57.3 mg/dl. The repeat result was 34.0 mg/dl." Discrepant results were provided for an additional 2 patient samples: on (B)(6) 2023 sample ID (B)(6) initial result was 39.9 mg/dl. The repeat result was 26.0 mg/dl. On (B)(6) 2023 sample ID (B)(6) initial result was 67.0 mg/dl. The repeat result was 37.7 mg/dl. B7 was updated.

Manufacturer narrative:
Discrepant lpa2 results were provided for an additional patient sample (patient 5). Patient 5 initial result was 119 mg/dl. The repeat result was 63 mg/dl.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The field service engineer (fse) did not identify any instrument issues. An instrument check and carryover needle assessment were completed with acceptable results. Precision testing was performed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for tina-quant lipoprotein (a) gen.2 (lpa2) on a cobas pro c 503 analytical unit. The samples were repeated on a different c503 analyzer. Patient 1 initial result was 40.4 mg/dl. The repeat result was 17.2 mg/dl. Patient 2 initial result was 67.9 mg/dl. The repeat result was 18.3 mg/dl. Patient 3 initial result was 61.5 mg/dl. The repeat result was 37.5 mg/dl. Patient 4 initial result was 57.3 mg/dl. The repeat result was 35.4 mg/dl.